Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump felt hot to touch. The patient did not allege any harm or injury because of the alleged issue. After the pump felt hot to touch, the patient reportedly replaced the pump's battery and noticed that the old battery was also hot to touch. The patient denied that the battery or battery compartment had any corrosion. He also denied that the battery cap and battery compartment were damaged. The pump was not reportedly exposed to moisture. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump and pump battery felt hot to touch. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation found that the pump powers up properly and the power circuit does not draw excessive current. The pump was exercised with no evidence of overheating. No defects were found to the power flex, battery connections, and internal components.